Manufacturer narrative:
Initial reporter city: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as "the effluent fluid immediately gushes out from the transfer set when the twist clamp was closed". This occurred during set up before the start of a new peritoneal dialysis therapy session; when the caregiver removed the minicap from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.